Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that pace impedance measurement of greater than 2000 ohms caused an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2018 and also noise at 11:34 on (B)(6) 2018 was noted on this lead. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).